Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to user which is user error. UDI (B)(4).

Event description:
It was reported that during service and evaluation, it was observed that during the charging function test the unit sparked and turned off with a burn smell emitting from the rear of the charger. It was further determined that the device power supply was damaged and the device would not run, there was a blown fuse, and the device was deformed/bent, there was component damage and the device did not function. It was further determined that the device failed pretest for check software revision, general condition, power-on test, and charging function with power module/batteries. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.